Event description:
Additional information was received. The patient was treated for a distal ica aneurysm. Vessel tortuosity was moderate. The causes of the resistance, failure to open, and stent damage were not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield braid was returned inside the outer carton, biohazard bag, and a shipping box. The pushwire and catheter were not returned with the braid. Visual inspection/damage location details: the distal end of the braid was not opened and frayed. The proximal end of the braid was found open and frayed. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer's report of failure to open at the distal end was confirmed, as the distal end of the braid was not opened and frayed. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, damaged braid, or deploying the braid in a vessel bend. The braid can become damaged due to over-manipulation, improper deployment technique, delivering/retracting the delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance during delivery" could not be confirmed, as the braid was returned without the pushwire and catheter. The root cause could not be determined. Possible resistance causes include vessel tortuosity and a lack of continuous flush with heparinized saline during the delivery. However, the customer reported that a continuous flush was used, which rules it out as a potential cause. In this event, the vessel tortuosity may have contributed to the resistance during delivery. Since the pushwire and catheter were not returned, any contribution of the pushwire and catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex dense mesh flow diversion stent was advanced through a tortuous vessel anatomy. Res stance was encountered at the distal end of the phenom 27 microcatheter during deployment and the pipeline became stuck. Additionally, the distal portion of the pipeline failed to open completely when approximately 70% of the device was deployed. The device was retrieved and removed from the patient. Upon inspection, the distal end of the pipeline remained collapsed and could not be fully expanded. The procedure was successfully completed using a new pipeline device. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The catheter was flushed continuously with heparinized saline. The physician released the load (slack) in the system in an attempt to resolve the issue of the stuck stent at the distal end of the catheter, however, it did not resolve the issue. The catheter and pushwire were not damaged. The middle and distal portion of the pipeline was positioned in a bend and more than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Ancillary devices included 6f shuttle sheath, 5f sofia guidecatheter, phenom 27 microcatheter, synchro14 guidewire, and axium 3d coils (12x40 n=1,10x30 n=2, 8x30 n=1, 7x20 n=1).

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter, product ID unk-nv-fg15 (lot: unknown); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.